Event description:
Boston scientific received information that the patient with this device system was admitted due to enduring an acute myocardial infarction and ventricular fibrillation (vf) arrest, with induced hypothermia. The right ventricular (rv) lead displayed loss of capture in unipolar and bipolar configurations. No sensing was observed. No documentation of asystole greater than two seconds was noted. The device was currently in retry, with impedance measurements fluctuating from 1,500 ohms to 1,000 ohms to 1,380 ohms, as well as increased threshold measurements. No allegations of device malfunction were noted. The patient was scheduled for an upgrade to a crt-d device. Current patient condition was listed that the patient was intubated and under hypothermic protocol coronary syndrome, which was unrelated to device function.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.